Event description:
Ous MDR - after an implantation time of about 29 months, it was reported that the device could no longer be interrogated. The ICD was exchanged, and the rv lead was capped. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned ICD was visually inspected upon receipt, no anomalies could be found. The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. The memory content of the device could therefore no longer be read. In the next step, the ICD was opened and the internal structure examined. A damaged final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage of the module led, in turn, to a permanently increased current uptake and subsequently to a discharge of the battery and the resulting inability to interrogate the ICD. Neither within the ICD nor in the connection system were there any noticeable spark over traces or short-circuits that could be related to the clinical observation. The low-ohmic shock path clearly resulted from an external short-circuit. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The analysis of the ICD showed damage to the final shock stage due to a shock delivery into an external low-ohmic shock path. The damage to the final shock stage led to a complete discharge of the battery, which resulted in the clinical observation.